Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in clinic during follow-up, post-sensed t-wave oversensing was observed on the ventricular channel via stored egm. The patient received inappropriate antitachycardia pacing therapy. Programming changes were made, and no further issues were reported.